Event description:
A 2.75 mm x 18 mm endeavor sprint rx drug eluting stent was inserted into a pt for treatment of right coronary lesion, with 95% stenosis. The lesion was not pre-dilatated. It is reported that the stent failed to cross the lesion. An attempt was made to pull the undeployed stent back into the guide catheter. After removing the device from the pt, the physician realized that the stent had dislodged from the balloon. The dislodged stent was crushed to the vessel wall, with a smaller balloon. Pt status is reported to be fine, post procedure. No clinical sequelae were reported. The device was returned to the mfg site for eval. The distal tip was sightly flared indicating it may have been stubbed against the lesion. There were crimp bake impressions evident on the uninflated balloon. Procedural cd images were also returned for eval. Review of the cd images show a severe lesion immediately distal to the rca ostium with diffuse disease along the vessel. There are no images showing the attempted delivery and dislodgement of the stent. The cd contains images of the balloon inflated at the lesion site and further distally along the vessel.

Manufacturer narrative:
(Secondary intervention, stent crushed to vessel wall with smaller balloon) - (B) (4): eval results: 95% stenosis. No predilation carried out. Failure to deliver stent.